Event description:
It was reported that the procedure performed was to treat a heavily calcified and mildly tortuous, superficial femoral artery (sfa). The sfa was treated with a peripheral orbital atherectomy system and the emboshield nav6 embolic protection system (eps), over a viperwire advance peripheral guide wire. The angiogram revealed slow flow, concluding debris present in the filter of the eps. An attempt to remove the filter with the emboshield retrieval catheter was unsuccessful as the mouth of the filter was closed. The filter could not be pulled into the 6f sheath as the filter was too full. The viperwire pulled through the filter leaving the filter lodged in the end of the sheath and partially sticking out. Upon removing the sheath, the filter dislodged from the sheath and became lodged in the arteriotomy. The filter plugged the arteriotomy preventing bleeding. The filter was jailed with a non-abbott drug-eluting stent. It was indicated orbital atherectomy contributed to the slow flow. There was an allegation against the viperwire guide wire as the viperwire pulled through the filter leaving the filter partially out of the distal end of the sheath.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 is filed under a separate medwatch report numbers.

Event description:
It was reported that the procedure performed was to treat a heavily calcified and mildly tortuous, superficial femoral artery (sfa). The sfa was treated with a peripheral orbital atherectomy system and the emboshield nav6 embolic protection system (eps), over a viperwire advance peripheral guide wire. The angiogram revealed slow flow, concluding debris present in the filter of the eps. An attempt to remove the filter with the emboshield retrieval catheter was unsuccessful as the mouth of the filter was closed. The filter could not be pulled into the 6f sheath as the filter was too full. The viperwire pulled through the filter leaving the filter lodged in the end of the sheath and partially sticking out. Upon removing the sheath, the filter dislodged from the sheath and became lodged in the arteriotomy. The filter plugged the arteriotomy preventing bleeding. The filter was jailed with a non-abbott drug-eluting stent. It was indicated orbital atherectomy contributed to the slow flow. There was an allegation against the viperwire guide wire as the viperwire pulled through the filter leaving the filter partially out of the distal end of the sheath.

Manufacturer narrative:
A visual inspection, functional testing and dimensional analysis were performed on the returned device. The reported embolism, could not be confirmed through device analysis.production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported embolism appears to be related to circumstances of the procedure. There was no damage or abnormalities identified with the oad during analysis that would have contributed to the reported complaints. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.the additional devices referenced in b5 is filed under a separate medwatch report numbers.updated: h6 (codes 4118, 3233, and 11 no longer apply), h10 (viperwire).